Event description:
During an implant procedure, the right atrial (ra) lead became dislodged and the lead was repositioned. Following the operation, diagnostic imaging was performed and it was observed that the ra lead had become dislodged again. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.